Event description:
As reported: "the extraction of 4.0ccs was difficult, the screw head was removed and a conical extractor small was used, but the tip broke off and remained in the screw. The inside of the crown drill was clogged. Finally, all extraction was completed".

Manufacturer narrative:
Please note the correction to h6 device code. The reported event could be confirmed, since the device was returned clogged as reported. The device inspection revealed the following: the crown drill is clogged with foreign material inside its cannulation (most likely material generated during surgery such as bone debris). The clogged material could be easily removed by pushing it slightly with a pin. The cannulation was then free from any foreign material. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the user not ensuring cleanliness of the cannulated instrument during the procedure, therefore inducing debris clogging. As a reminder, the instructions for use state the following: « users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate ». A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the extraction of 4.0ccs was difficult, the screw head was removed and a conical extractor small was used, but the tip broke off and remained in the screw. The inside of the crown drill was clogged. Finally, all extraction was completed".